Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was bent and intermittently unable to charge the pump. Customer's blood glucose level was in the 200 mg/dl range. Reportedly, the customer was able to charge the pump with an alternate cable.